Event description:
It was reported that the implant stopped functioning 2 years ago. It was noted that the patient didn¿t have a managing physician and never had follow-up. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# l49161, implanted: (B)(6) 1998, product type: lead; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported after the device had stopped functioning for two years it "came on" for a month and then shut off. The patient was not receiving therapy so the battery was replaced.